Event description:
It was reported that during a laparoscopic sigmoidectomy, three teardrop-shaped clips were formed in a row after about the 5th firing on the blood vessel. The clips were fed into the jaws properly before the event. There was no unexpected resistance in grasping trigger. There was no unexpected noise. There was slightly torquing or twisting of the device present at the time of firing. The device did not clamp something hard such as an existing clip. There was no anomalies in opening the device. The device functioned as intended when it was fired after the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. A sample bag was received with 5 conforming clips and 1 gap clip. Additionally, a gauze with 2 clips was received. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.